Manufacturer narrative:
We have now concluded our investigation into this complaint. No DHR/batch record review was possible as no product code or lot numbers have been made available. No complaint sample was available for assessment at this time but a review of the complaint history for this defect shows a very low level of complaints for this issue based on volumes manufactured. No clinically relevant supporting documentation was provided; therefore, a thorough medical investigation could not be performed. Should clinical documentation become available in the future, the clinical/medical task may be re-evaluated. No further medical assessment is warranted at this time. A risk management review concluded that no further actions required at this stage as route cause not determined as no medical investigation carried out. The database of change controls for the opov product family was reviewed and it was found there were no changes to raw materials, manufacturing methods or equipment since the original qualification exercises that could have contributed to the issue experienced by the customer or alleged adverse reaction. The investigation did not find a product defect or manufacturing process issue so no corrective or preventative action is required at present. Once a sample is received, we will assess and make further investigation. Smith and nephew acknowledge customer concern and are continually investigating ways to develop and improve our products.

Event description:
It was reported that it has been a couple of times that nurses have told the honeycomb inprint on the skin once the dressing is removed stays there for months. Any treatment was required to treat the patients. There is no medical information available. I wanted to provide you this feedback. Professional explained to the nurse practitioner that it is most likely due to the surgical site area that remains slightly oedematous post-surgery. Part and lot number cannot be confirmed.